Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at the scene of an accident. The cause of death was a vehicular accident. The caller stated that the customer was a brittle diabetic and had heart issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using the recalled infusion sets, but the caller does not believe they had recently changed their set on the day of the accident. The customer had also suffered from numerous low episodes in the last few years. The customer was not using sensors. The caller agreed to return the insulin pump for analysis

Manufacturer narrative:
Findings: analysis of the returned pump indicated that the insulin pump passed functional testing, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test (dat) at 0.08660 inches. The insulin pump was received with an energizer alkaline battery installed. The insulin pump was received with a scratched case, pillowing keypad overlay and minor scratched lcd window. These are considered cosmetic damages which do not impact functionality of the pump. The reservoir was tested and found to be per specifications as well. ¿ review of the pump memory: the pump memory obtained contains data from (B)(6)2017 to (B)(6)2017. Review of the pump memory found no alarms/alerts on (B)(6) 2017 or (B)(6)2017 (date of passing) indicating a possible issue impacting insulin delivery. The last blood glucose value entered on (B)(6) 2017 was 266 mg/dl at 08:28:08 am. The last infusion set change performed by the patient was on (B)(6)2017 at 22:10:48 pm, which was two days prior to the incident. Therefore, the membrane vent blockage issue did not contribute to the patient¿s passing. Investigation and analysis showed that the insulin pump and reservoir functioned properly, and no anomaly was noted in the pump memory. After testing it was concluded that the device operated within specifications. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat. Pump received with energizer alkaline battery. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.